Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received 8 shocks due to atrial fibrillation (af) with rapid ventricular response rapid ventricular response (rvr) that had degraded to a polymorphic ventricular tachycardia (vt) or ventricular fibrillation (vf). A code 1005 was detected, which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements of greater than 125 ohms were observed. Technical services (ts) recommended lead replacement. The field representative discussed that the device would likely be changed out at the same time as the rv lead. Additional information was received that tachy therapy had since been turned off. At this time though, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received 8 shocks due to atrial fibrillation (af) with rapid ventricular response rapid ventricular response (rvr) that had degraded to a polymorphic ventricular tachycardia (vt) or ventricular fibrillation (vf). A code 1005 was detected, which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements of greater than 125 ohms were observed. Technical services (ts) recommended lead replacement. The field representative discussed that the device would likely be changed out at the same time as the rv lead. Additional information was received that tachy therapy had since been turned off. At this time though, the device and lead remain in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received 8 shocks due to atrial fibrillation (af) with rapid ventricular response rapid ventricular response (rvr) that had degraded to a polymorphic ventricular tachycardia (vt) or ventricular fibrillation (vf). A code 1005 was detected, which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements of greater than 125 ohms were observed. Technical services (ts) recommended lead replacement. The field representative discussed that the device would likely be changed out at the same time as the rv lead. Additional information was received that tachy therapy had since been turned off. At this time though, the device and lead remain in service. No adverse patient effects were reported.additional information was received that this ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 patient codes removed 9228 and 9300 and adding device code 1224.the device has been returned for analysis. A supplemental report will be filed at the time of completion.